Event description:
Complainant's husband died (B)(6) 2010; cause of death - cancer. However, patient's wife feels there is a possibility her husband's death is related to smith & nephew wipes.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "adverse incident". There were no samples returned by the customer and so complaint cannot be confirmed. As no lot number was provided control samples could not be tested, and supplier investigation and production records review could not be performed. An independent medical review of this complaint indicated that the medical evidence in this case is insufficient to suggest any relationship between the use of skin-prep wipes and the patient's death. Since the lot number was not provided, further investigation cannot be performed. The product is intended for use as a film-forming product which upon application to intact or damaged skin forms a long lasting waterproof barrier, which acts as a protective interface between the skin and bodily wastes, fluids, adhesive dressings, drainage tubes, external catheters, and surrounding ostomy sites. It is designed to be used to reduce risk of irritation due to friction. It is very critical that the solvent is allowed to dry completely before any device is applied. Sometimes skin irritation under normal use is expected to occur and severity is low- non-serious injury and significant discomfort. Additionally, if sufficient product is not applied, it is likely that it may result poor adhesion of device causing tracts for local infection.